Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and the x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not start (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.